Manufacturer narrative:
The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "mastitis", "pain and skin tightening".

Event description:
Healthcare professional reported "post-op complicated by several episodes of mastitis" and "pain and skin tightening". The record is for the left side. Device has been explanted.